Event description:
It was reported that a patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery for an unknown reason on an unknown date.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01966 ; 0001825034-2022-01967 ; 0001825034-2022-01968 . Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01966-1; 0001825034-2022-01967-1; 0001825034-2022-01968-1; 0001825034-2022-02593. D10: medical products: item#: 113952, sm hybrid glenoid base 4mm; lot#: 592850; item#: 113046, versa-dial 46x24x47 hum head; lot#: 519180; item#: 113631, comp primary stem 11mm mini; lot#: 527120; item#: 118001, versa-dial/comp ti std taper; lot#: 223190. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right shoulder arthroplasty approximately six (6) years ago. Subsequently, the patient is being considered for a revision surgery due to excessive glenoid retroversion. However, no revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01966-2. 0001825034-2022-01967-2. 0001825034-2022-01968-2. 0001825034-2022-02593-1. The following sections were updated: no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.